Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media failed battery test on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump rejected new batteries, they had unexplained no delivery of insulin and a weak battery life. The insulin pump will not be returned for analysis and customer declined to troubleshoot.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected weak batt, low battery, batt out limit and failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).